Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose values around 410¿412 mg/dl and received an occlusion alert on the ilet infusion set, which resolved only after changing supplies and resuming insulin delivery. Symptoms included hyperglycemia. Outcomes included a downward trend in blood glucose to 231 mg/dl following infusion set replacement and continued monitoring, with no hospitalization reported. Investigation included guided troubleshooting, an infusion set change, confirmation of resumed insulin delivery, and follow-up calls to verify glycemic response. Investigation of this case revealed that the occlusion was addressed by replacing the infusion set, and insulin delivery was restored with subsequent improvement in glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved through standard troubleshooting and set replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.